Manufacturer narrative:
The tech indicated that he found evidence of dried fluid in the electrical pan underneath the logic and power board. The tech cleaned the pan and replaced both circuit boards to repair the bed.

Event description:
Alleged that various bed functions were working unintentionally and intermittently on the bed. Stated there were no injuries and a pt was not in the bed.